Event description:
During the atrial fibrillation procedure, an air leak was noted from the swartz introducer. The puncture was performed, and the swartz introducer was inserted. Air removal was performed 5 times using a 20ml syringe (total of 100ml). Despite this, air continued to be aspirated. The swartz introducer was exchanged; the procedure was completed with no adverse patient health consequences.